Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. (B)(4).

Event description:
A healthcare professional indicated that a patient reported glare and decreased vision following cataract extraction with intraocular lens (iol) implantation procedure. The lens was explanted and an alternate lens was implanted. Additional information has been requested however, no further information has been provided.

Manufacturer narrative:
The lens was returned in a plastic bag. Solution and pieces of surgical gauze is dried on the lens. The optic has a large deep scrape mark near the center of the lens. This damage is typical of insertion and/or removal. Power and resolution testing could not be conducted due to the extensive optic damage. The root cause cannot be determined for the complaint. There are no other complaints in this lot. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).